Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer over-the-phone to address the reported event. During troubleshooting, the customer reported that the problem was found to be diluent. The customer made up new diluent and there were no more errors reported. The instrument was performing as expecting. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 15-oct-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: (2000) diluent shortage: cause: an "empty" status was detected in the diluent tank at the start of measurement, so measurement will stop. Action: replenish the diluent and carry out measurement once again. The most probable cause of the diluent shortage error was the diluent was incorrectly made by the operator.

Event description:
A customer reported a diluent shortage error message on the aia-900 instrument. The customer replaced the diluent and primed the instrument. However, the customer was unable to hear the pump on when it was being primed and they were not able to get the instrument out of diluent pause. The customer repowered the instrument and checked the cap and tubing connected to the diluent but they were unable to clear the diluent pause. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.